Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: failed pre-op test, part failed while in use on patient, no patient was harmed.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was alleged that the pre-op test failed during ventilation of a patient. No patient was harmed. No harm reported. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. To address the issue, a expiratory valve assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the expiratory valve assembly, as no further issues have been reported.

Event description:
The following was reported to hamilton medical ag: failed pre-op test, part failed while in use on patient, no patient was harmed.

Event description:
The following was reported to hamilton medical ag: failed pre-op test, part failed while in use on patient, no patient was harmed.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).